Event description:
It was reported that a customer experienced an alarm while attempting to change a cartridge in their insulin pump. There was no adverse impact on the customer¿s blood glucose level, which remained below 500 mg/dl. The customer reverted to manual injections for insulin therapy.